Event description:
Since the pt began radiation treatments four weeks ago, the device stopped working properly. The pt experienced a loss of therapeutic effect in his area of paresthesia and began having pain near the tailbone. The pt was unable to control the device. The pt was at home; his status was "undetermined". Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Unable to control device.